Event description:
It was reported that the right ventricular and right atrial leads exhibited high impedance and noise. A possible pacemaker header issue was suspected to be a potential cause of the impedance and noise issues. On (B)(6) 2018, the device and leads were explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of noise and high impedance was confirmed. A partial lead was returned for analysis in 4 segments. Final analysis found full breached insulation degradation at (B)(4) cm from the connector pin adjacent to the connector boot, exposing the outer coil. The cause of the reported event of lead noise and high impedance was due to the exposed outer coil in the degraded region.